Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
After inserting two mega 8 fr 50cc iab catheters in the same patient, the user encountered the following alarms on the cardiosave iabp: "check iab catheter" and "leak in iab system." As a result, therapy could not be initiated, and the patient¿s circulatory support had to be managed with alternative medications. While both alarms are catheter-related, a service technician had inspected the cardiosave iabp earlier that day and found no malfunctions. This suggests that the issue is likely with the iab catheters rather than the pump itself.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.7cm and 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump, and a gas loss alarm sounded from the pump while the iab was pumping resulting on stopping the pumping immediately. The reported events of "alarm, leak in iab circuit & alarm, check iab catheter " cannot be confirmed by the evaluation. However, the reported failure of kink was confirmed by the evaluation and an analyzed failure of "alarm, gas loss" was found during the investigation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.